Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Nothing unusual was found in the pump history. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
(B)(4)

Event description:
Patient reported experiencing elevated blood glucose levels of approximately 200 mg/dl for 6 months while using the infusion device. Patient reported she changed the infusion set. Patient stated she thinks the infusion device delivery is too low amount of insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.